Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch issue. A field service engineer remounted the hasp and replaced a new latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failure. The customer reported that the remote manager attached to the refrigerator was not opening. The user was able to remove the medication from another drawer and there was a 15-minute delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.